Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the hysteroresectoscope had the rods inside broken or cracked. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and to provided additional information received to the b5 field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed there was a broken lens in the optical system as a result from a bend in the outer tube. The error patters indicate that the cause is likely due to the application of excessive force during use of the device. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with a similar device.